Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor resistor (gold). The pump passed displacement, rewind, basic occlusion, occlusion,and excessive no delivery test. No motor error alarm noted. The motor passed motor test, minor scratched display window, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 292 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.